Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown; last reading was 78 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer had another insulin pump but needed assistance with the settings. Email was sent to trainer to assist the customer with entering the settings on back up insulin pump.